Event description:
It was reported that as lvp bur 60d smbore 3ss tubing was kinked. The following information was provided by the initial reporter: material no.: 2441-0007 batch no.: unknown. It was reported that kinking has occurred directly out of the packaging and during or cases.

Manufacturer narrative:
H.6. Investigation: a photo was provided and the kinked tubing is visible; the customer complaint was verified. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. The root cause of this failure was not identified as no product was returned. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that as lvp bur 60d smbore 3ss tubing was kinked. The following information was provided by the initial reporter: material no.: 2441-0007; batch no.: unknown it was reported that kinking has occurred directly out of the packaging, and during, or cases.